Manufacturer narrative:
As the lot number for the device has not been provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed. Images have been made available to the manufacturer and are pending review. The investigation of the reported event is currently underway. Medical records review: the patient with extensive left lower extremity deep vein thrombosis, pulmonary embolism, and compression of the inferior vena cava (ivc) secondary to a large uterine mass had a vena cava filter deployed just above the renal veins without incident. Approximately five months post filter deployment, the patient underwent a hysterectomy. Approximately six months post filter deployment, during a consultation to evaluate the filter, the physician indicated that the filter could remain permanently. Approximately ten months post filter deployment, during an office visit, the physician indicated that the filter could be removed but that it was not necessary. Approximately eight years post filter deployment, a chest x-ray demonstrated a wire-like structure in the right infrahilar area. During an office visit, the physician indicated that the wire-like structure in the right infrahilar area likely represented a broken strut from the filter and that further evaluation was not necessary. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a filter limb detached and embolized to the lung. The filter and detached limb have not been removed and there were no reported attempts made to retrieve the filter and detached limb. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the medical records review, approximately eight years and four months later post filter deployment, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. The patient with fractured filter previous seen on the computed tomography (CT) chest performed. An inferior vena cavogram was performed which demonstrated a tilted filter. A 20mm gooseneck snare was attempted to grasp the filter however this was unsuccessful. The forceps was then used to grasp the filter, and this was successful. Then filter was removed. A 5mm gooseneck and 9 to 13mm snare were used to grasp one of the 2 fragments of the filter seen on prior computed tomography (CT) examination. The more lateral fragments were removed, and attempts were made to remove medial fragment with a 2mm gooseneck smear, which were unsuccessful. The patient tolerates the procedure well. Based on the image review, a vena cava filter located at the level of l1-l2 the lumbar spine can be confirmed. The number of filter arms and legs attached the vena cava filter could not be determined. The irregular shaped radiopaque density (was horizontal extending to a steep angled, suggestive of a triangle then proceeding in a downward horizontal sloping direction. Based on the length of the irregular shaped radiopaque density in comparison to the length of the vena cava filter that was demonstrated in the same image was approximately one-half times the length of a vena cava filter, can be confirmed. Therefore, the investigation is confirmed for the alleged filter limb detachment, filter tilt and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3, h6 (device, conclusion), h11: b6, b7, g1, h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a detached filter limb embolized to the lung. There were no reported attempts made to retrieve the filter and detached limb. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical records review: the patient with extensive left lower extremity deep vein thrombosis, pulmonary embolism, and compression of the inferior vena cava (ivc) secondary to a large uterine mass had a vena cava filter deployed just above the renal veins without incident. Approximately five months post filter deployment, the patient underwent a hysterectomy. Approximately six months post filter deployment, during a consultation to evaluate the filter, the physician indicated that the filter could remain permanently. Approximately ten months post filter deployment, during an office visit, the physician indicated that the filter could be removed but that it was not necessary. Approximately eight years post filter deployment, a chest x-ray demonstrated a wire-like structure in the right infrahilar area. During an office visit, the physician indicated that the wire-like structure in the right infrahilar area likely represented a broken strut from the filter and that further evaluation was not necessary. Investigation summary: the device was not returned for evaluation. Images and medical records were provided for review. Based on the provided medical records, the investigation is confirmed for detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a detached filter limb embolized to the lung. There were no reported attempts made to retrieve the filter or detached limb. The status of the patient is unknown.